Event description:
It was reported that when the asymptomatic patient presented in the clinic for follow-up, post paced t-wave oversensing was observed on the ventricular lead. The ICD was reprogrammed.